Event description:
Revision surgery - encore was notified of a patient with a failed acetabular. Liner and shell removed. Encore medical rec'd the above complaint about a reportable event and has determined that the MFR of the device in question was osteoimplant technologies, inc. -oti-. As part of encore's acquisition of the oti product lines, oti, now known as pinnacle holding inc., agreed to assume all regulatory responsibilities for product implanted prior to encore's acquisition of their product lines in 2005. This info has been forwarded to rep at pinnacle holding inc.